Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red and itchy with pustules under all te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed decoderm for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.